Manufacturer narrative:
Concomitant products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3093-33, lot# va0qvyu, implanted: (B)(6) 2015, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-33, lot# va0qvyu, implanted: (B)(6) 2015, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient had revision surgery on the day of report to place their implantable neurostimulator (ins) deeper. It was then noted they were unable to adjust the stimulation. A ¿call your doctor¿ icon was seen with a power-on-reset (por) message noted on the patient programmer unit follow the surgery. Follow up information reported that the patient still had concerns with their device therapy but was working with their doctor (an appointment of (B)(6) 2015 noted). They also noted that they had not sought further help for the issue. The patient stated that the surgery went well but they were ¿losing my bladder more¿ and it was very painful and could not lay on their right side. They noted that they felt okay for the first few days then went ¿downhill¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.